Event description:
The pt was revised because of painful hardware. Additionally, the surgeon was unable to remove the screw with the driver due to stipping of the driver tip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.